Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that customer cancelled the guide tool change and the issue was resolved. The system was verified and ready to use. .

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer reported that the endoscope image was rotated 180 degrees after reinstalling the endoscope. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised to cancel the guide tool change, which resolved the issue. The tse explained that the cause was the arm remembering the previous endoscope position. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the tip of the 30-degree endoscope was cleaned during surgery, and it was returned to the abdominal cavity by the guide tool change. The customer wanted to insert it at 30-degree down, but it was inserted with up. The customer cancelled the guide tool change, and it worked without any problems. The endoscope moved freely with uncontrolled motion.

Manufacturer narrative:
The probable root cause may be attributed to improper user setup, specifically related to the endoscope installation on system.

Event description:
Refer to h11 for follow-up information.